Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to transmit after successful calibration. They turned off/on the device and placed it on the patient's chest and moved to another room. They advised that it would be up to the physician if they will place another capsule. There was no patient and user harm.